Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for follow-up. Upon interrogation, the atrial lead exhibited a sensing anomaly, rise in impedance, and loss of capture which led to inappropriate mode switches. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2016. The patient was stable during and post procedure.